Manufacturer narrative:
Internal reference number: (B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A visual inspection observed the warranty seal is broken and the lid is scratched. A functional evaluation revealed the unit does not detect the 27pin wand but does detect the 18 pin, the temperatures were also functioning properly. The complaint was verified and is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include there may be a wand detection circuit failure or damaged receptacle. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the ports to connect the wand to the fa quantum 2 controller were not working. No case reported; therefore, there was no patient involvement. Results of investigation have concluded that this unit was not recognizing the wands, which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.